Manufacturer narrative:
Device evaluation by manufacturer: on 02-mar-2018, a field service engineer (fse) found that the b/f wash probe was not homing. The fse ordered the new b/f wash probe and cpu driver board for replacement and scheduled a visit to the customer for repair once parts received onsite. On 11-mar-2018, a field service engineer arrived onsite and found the b/f wash probe to be fully functional. The fse was not able to duplicate the reported event. The aia-600ii instrument was working within specifications; no further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-600ii operator's manual under section 9.2 weekly maintenance, states the following: proper aia-600ii analyzer performance requires minimal weekly maintenance. The b/f wash probe tip should be cleaned weekly as described in this section. Section 9.4 - as needed maintenance, states the following: replace worn or damaged b/f wash probe tip (part number 019380). The most probable cause of the reported event could not be determined. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2018, a customer reported that the b/f wash probe was leaking on the aia-600ii instrument. The customer reported that the b/f wash probe had separated and the aia-600ii was down. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.